Event description:
It was reported that review of electrocardiogram (egm) showed t-wave oversensing (twos) episodes with large t-wave noted. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.